Manufacturer narrative:
The customer did not return the device for evaluation. Technical support advised the customer to perform preventative maintenance calibrations on the device. Those calibrations were successfully completed and passed, the alarm was cleared, and the unit was returned to service.

Event description:
It was reported that the device exhibited a technical failure 388 alarm. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.